Manufacturer narrative:
One tracheal tube was returned for evaluation without its original packaging. Visual inspection of the device did not identify any discrepancies. Functional testing of the device involved a leak test and found that leakage was observed at a small tear in the cuff. A review of the testing and inspection documents was deemed adequate and correct. A review of the manufacturing process was performed and found no discrepancies. Based on the evidence, the root cause was unable to be determined.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® siliconised pvc, oral/nasal soft seal® cuff tracheal tube was unable to ventilate a patient during use. After the tracheal tube was removed, it was observed that there was an air leak. The device had been checked in accordance with its instructions for use prior to use. A tube change was conducted to address the issue. No patient injury was reported. The event was considered resolved.